Event description:
It was reported that during an implant procedure, the lead could not be tighten down when in the neurostimulator. A new neurostimulator was then implanted. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).